Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported, "during the final tightening of a xia 3 screw during a 1-level tlif, the tulip head was splayed during an attempt to final tighten. After attempting multiple new blockers, the screw was removed and another xia 3 screw was inserted. There were no known ill affects on the pt and the only deterrent to the surgeon/pt was extra time with an extra screw."